Event description:
The dealer in (B)(6) reported that the device alarmed "ext high ppeak" while in use on a pt. The pt was removed from the device and placed on another device. There was no pt harm reported.

Manufacturer narrative:
Carefusion has requested add'l info from the user facility via the dealer in (B)(6) on the reported event and the status of the pt. As of 05/21/2015, there has been no add'l info provided by the user facility. (B)(4). The carefusion issued a return goods authorization (rga) number to the dealer in mexico for the return of the alleged faulty gas delivery engine (gde) for eval. As of 05/21/2015, the alleged faulty gas delivery engine (gde) has not been received.